Event description:
It was reported that during a laparoscopic left colon procedure, after the use of the device, the patient suffered anastomotic bleeding. The surgeon intervened with electrosurgical hemostasis trying to lock the bleeding. As a result there was a hole in the intestinal loop and patient received a colostomy. The hole was reportedly caused by the bipolar device. Device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: which stapling technique was used? (Single, double or triple) double. Was the procedure converted to open? No. What confirmation did you receive from the device indicating that it was fully fired (such as crunch, compressed until unable to fire further, etc.)? Audible feedback. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? In the middle of the gap setting scale. Was the breakaway washer completely cut through? Yes. Were staples observed in the tissue? If so, was the staple form acceptable? Yes. Were there two complete tissue donuts? E.g. All tissue layers present? Yes. When did bleeding occur? Immediately after the firing. Was the bleeding in one area? Left superior quadrant. Was the bleeding oozing or brisk? Oozing. How was bleeding addressed? Rectoscopy and bipolar device. Did the patient require any blood products? No. Has the patient undergone any radiation or chemo therapy? No. Were there any comorbidity concerns (such as coagulation issues, etc.)? No. What is the patient¿s present condition? Temporary stoma (she underwent hartmann procedure). Was the hole caused by the electrosurgical device? If yes please provide the product code. Probably yes, but they are not sure. Please note that the customer is using the product since long time, so they know pretty well how to use it.